Manufacturer narrative:
(B)(4).

Event description:
After further review, it was reported that the patient thinks the battery was low because it was "not working right". It was noted that the patient symptoms had "gotten quite terribly worst in the last three months". It was also reported that a few times the patient would wake up with some pretty extreme pain in the middle of the night.

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated that the patient would get a ¿zap¿ in the sphincter area when they would lay on their back over the past year. It was described as painful. It was noted the patient had ¿trained¿ herself not to sleep ¿that way¿ so it would not happen. It was added the patient experienced a loss of therapeutic effect. The patient had noticed symptom return over the past six months and has needed to use catheters again. The patient could still feel stimulation, but it ¿came and went.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3889-28, lot# v006693, implanted: (B)(6) 2006, product type lead. (B)(4).